Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. A xtw (lot: 40917r1026) was advanced to the valve. In the ventricle, small adjustments were made which resulting in the clip becoming stuck in the chordae. The clip was inverted and attempted to be retracted, but retraction to the atrium was impossible even with standard troubleshooting. It was decided to grasp and deploy in place. The clip was able to grasp both leaflets and was deployed. After deployment, the clip was stable but was tilting towards the lateral part of the valve. Two additional clips were then implanted to stabilize, reducing tr to grade 1. There was no reported clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip becoming caught in anatomy) resulting in migration (clip tilting) appears to be related to procedural conditions/user technique associated with small adjustment that were made in the ventricle. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.